Manufacturer narrative:
The impella cp pump was returned for investigation. The evaluation confirmed that this impella cp was recognized by the aic as an impella 2.5. During the evaluation the pump was run in a blood loop and was functional up to p6 before stopping for high motor current. In addition, the true flow and displayed flows were recorded at 60 mmhg of backpressure. The pump was unable to start on auto when initiating support. The device could only support the patient while operating at p2 without having a pump stop. The automatic impella controller data logs were also returned. The analysis of the data logs revealed that the pump stopped several times when started and was only able to sustain support while operating at p2, without triggering a high motor current pump stop. Data logs confirm the reported issue and device analysis shows that the pump was programmed as an impella 2.5 during production rather than an impella cp. The rpms assigned to a 2.5 differ from the rpms of a cp at equivalent performance levels a review of the complaint database confirmed that there were no other pumps in this lot that apply to this failure mode. A device history record review was also performed and did not reveal any other impella pumps from this lot number having this issue. A review of the programming steps from the production lot show that the first programming step was performed correctly, assigning the eeprom the impella cp file structure, however, the second programming step was performed incorrectly assigning the eeprom the 2.5 file structure in conclusion the root cause of the pump stops and restricted performance levels was improper programming of the eeprom during production. As a corrective action a (B)(4) has been opened to address this failure mode. The failure will continue to be monitored and trended. Internal reference (B)(4).

Event description:
The complainant reported that the physician placed an impella cp in a (B)(6) male patient on (B)(6) 2017. After the pump placed across patient's valve the guide wire removed and pump flow initiated, but the pump stopped after signaling an "impella stopped motor current high" alarm. The pump was successfully restarted only to ramp up and repeat alarm and then stopped 3 more times. Despite the "performance level" the patient's hemodynamic status and ejection fraction were optimum. The decision was made to maintain the impella cp's performance level 2 as the motor current, if, purge pressure, purge flow and mean atrial pressure (map) were adequate to maintain a map >80mmhg. The patient was transferred to the ICU, where the abiomed clinical educator (ce) observed that the automatic impella controller screen indicated that an impella lp2.5 was supporting the patient despite verification that an impella cp device was in place. The ce reported her observation to the physician and staff, and instructed the staff and physician that the motor current and pump flows were adequate, safe and would be used in place of plevels. She also warned them to be prepared for pump stop if the motor current spiked. The option of replacing the console was discussed along with the possibility that this could result in an inability to re-start pump. The option of replacing the pump with an impella lp2.5 pump was also discussed. The physician reported to the cm that he was comfortable with leaving the current pump in place and to continue running the pump at current level, as the patient had already been weaned completely off of pressors. The patient was reported to have been supporting the patient adequately without suction or hemolysis. This impella pump was verified as an impella cp, although it was registering on the aic, as well as running as an impella 2.5 pump. Mc and flows are as documented in case and the pump was supporting the patient adequately without suction or hemolysis. Patient support with this impella continued and it was reported to be supporting the patient "very well" for 30 hours. The patient was successfully weaned and the device was explanted without issue on (B)(6) 2017. The patient was reported to have been successfully supported and was in stable condition at the conclusion of the impella support.